Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+2.5/083 (sphere/cylinder / axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to the lens was too long. It was the surgeons preference to change lens. The lens was replaced with a shorter lens and the problem was resolved. The eye is good.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).